Event description:
A complaint was received regarding to a 99" (251 cm) appx 6.8 ml, transfer set w/check valve, nanoclave® t-connector, anti-siphon valve, 0.2 micron filter, luer lock that experienced breakage. The reporter stated that when pulling back on new syringe to refill, the line snapped and broke off of wider part of pn tubing. Line immediately clamped closest to PICC. Line changed performed on all lines associated with PICC. Ordered overnight pn, pharmacy distributed new lipid syringe.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary the complaint of separation on item a1134 cannot be confirmed, since no product samples, pictures, or videos were received for investigation. The device history could not be reviewed because the lot number is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.